Event description:
It was reported that the patients ipg does not discharge when using high rate stimulation. The review of the ipg database revealed no anomalies. The patient underwent a replacement procedure and was doing well postoperatively. The ipg was not returned. Additional information was received that the reason for revision was ineffective therapy for the patient.

Manufacturer narrative:
Exact date unknown, event occurred 2 months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg does not discharge when using high rate stimulation. The review of the ipg database revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively. The ipg was not returned.